Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, alarm log review, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection verified the reported issue of a deteriorated pole clamp cushion. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a deteriorated pole clamp cushion. No additional information is available.